Manufacturer narrative:
The device was received with blank display due to moisture damage electronic assembly. Unable to perform functional test due to blank display anomaly. The device had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip, and cracked lcd window. We were unable to verify due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump was broken. They took the battery out because it was just buzzing. The customer reported that the insulin pump got water in it. It was exposed from the rain. The customer stated the insulin pump started acting weird, it was beeping, and the keypad was unresponsive. The customer¿s blood glucose level at the time of the incident was around 100 mg/dl. Troubleshooting was performed. The customer can see little drops of water on the screen and behind the plastic casing. If they insert a battery in, it would beep and have a blank display. The customer stated that it was vibrating without an alarm or an alert. The customer¿s blood glucose level was around 200 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.